Event description:
The customer called to report that they were hospitalized for high bgs. The customer stated that they were in a rush to go to the hospital and troubleshooting was not performed at the time of the call. Later the customer was contacted and stated that the reservoir was empty when they got to the hospital. Possibly the set and the site was not changed and the reservoir refilled with fresh insulin. Instead most likely the pump was connected with an empty reservoir. The customer informed that their bgs are under control and are fine now. The doctor disconnected the customer from the pump and placed them on manual injections.